Event description:
It was reported that when an asymptomatic patient presented in the clinic during follow up, post-sensed r wave under- sensing was observed. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.